Event description:
It was reported that during a da vinci si total hysterectomy procedure the snake wrist got stuck in the trocar on a endo wrist one suction irrigator instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was returned with the distal tip detached from the shaft. The drive cables had been cut. A middle snake wrist disc exhibited scratch marks on one side and the plastic tip also exhibited gouge marks around the interface with the end cap. Engineering concluded the likely failure mode was a dislodged snake wrist disc, which resulted in an inability to remove instrument from cannula. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.